Manufacturer narrative:
(B)(4). Date sent: 5/27/2016. Pt info; relevant tests/lab data, other relevant history: information asked for but unknown or not provided during initial contact. Model and lot #; device MFR date, evaluation codes: information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: all patients were operated with long60a and black gst reloads in the lower range of the stomach and additional with blue reloads. A tightness test was subjected by all patients after stapling and the sleeve was inspected. All staple lines were blood and leakage free. About one week later the patients were in the intensive care unit. After an endoscopic inspection the result was by all patients that the staple line in the upper sleeve area was opened (the size range was about 08 ¿ 1cm). The staple line insufficiency was observed. Additional information requested but unavailable: how did the leak present? How was the leak treated? Are photos or video available from initial procedure or reoperation? Was buttressing material used? Were any issues noted with stapler performance during initial procedure? How many of each color reloads were used? Which firing did leak/bleed occur? Would the surgeon be willing to speak to ethicon medical and engineering? What is the current patient status?

Event description:
It was reported by the affiliate that after a gastric sleeve procedure, about one week after surgery with long60a and blue reloads, the staple line in the upper range opened. The patient is located in the intensive care unit.